Event description:
The driver tip broke off while inserting a bio-interference screw. The implant was removed because the tip of the driver was lodged in the implant. Surgeon used another one to complete case. More than 30 mins delay was reported. This device is used for treatment.